Event description:
The customer reported that she activated the device at 1:13 am on (B)(6) 2012. Her blood glucose at that time measured 337 mg/dl so she took a 4.4 unit correction bolus dose of insulin. By 2:29 am her bg had decreased to 270 mg/dl, so she bolused an additional insulin unit and her bg at 4:38 am was 165 mg/dl. The next reported bg result was 373 mg/dl the next morning, (B)(6) 2012, at 6:51. She removed the device at that time and observed that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine whether it could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."